Manufacturer narrative:
Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Device had broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of over 531 mg/dl. At the time of incidence. Customer reported that the insulin pump had damaged battery compartment. The insulin pump will be returned for analysis.